Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient went into the emergency room complaining of increased pain at the lead entry site. The patient had an early lead pull and the leads were discarded by the medical facility. It was noted that the patients pain subsided after the leads were removed.